Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Ratchet switch had broken off from device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when improper or excessive force is exerted on the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the myomectomy when the nurse open the package of the device, they found the grasping device ( the switch of the lock) was broken. The device was able to grasp properly and the handles did not bind. Changed to another one to complete the case. No patient injury.